Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported the battery life on his insulin pump is much shorter now. He has to put a new battery in every other day. Sometimes, the device will shut off with no low battery warning. Customer has been having high and low blood glucose. He stated, he is normally in the 60 to 70 mg/dl range so his lows do not concern him. Customer's blood glucose was 47 mg/dl at lunch, but this was before lunch. His highs are above 300 mg/dl. He would experience dizziness. Customer uses energizer batteries. The battery compartment and cap are not damaged or corroded. A replacement cap was sent. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. He was told to monitor the device and call back if needed. Nothing further reported.